Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient stated that he received a driveline fault alarm on (B)(6) 2014. The patient disconnected his driveline from the system controller and connected it again to the system controller and the alarm resolved. On (B)(6) 2014, the driveline fault alarm occurred again and according to the patient, he disconnected the driveline from the system controller again and reconnected it. The patient stated that the driveline fault cleared for only a few minutes the second time. The patient disconnected and reconnected the driveline a few times after that. When the alarm did not clear the patient exchanged his system controller and notified the lvad office of the issues. The patient brought his system controller into the clinic and his driveline was intact and no issues were noted with the driveline. The patient was given a new system controller.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation. The log file was reviewed and transient yellow wrench and driveline fault alarms were recorded. During each of these events the driveline was noted to be connected to the system controller and the alarms continued until the driveline was disconnected. It was noted that throughout the log file, the actual speed remained above the low speed setting of 8600 rpm, when the driveline was connected. The system controller was functionally tested and when the controller was connected to the test equipment the system initiated operation at 9200 rpm (fixed speed was set to 9200 rpm) and no alarms occurred. When both the white and black power cables were manipulated together the system controller began alarming with driveline fault and yellow wrench alarms. After the alarm cleared, by disconnecting and reconnecting the driveline, the white and black power cables were independently disconnected and the system functioned as intended supported solely by either cable. Thoratec has identified similar events related to false driveline fault alarms and initiated a corrective and preventative action (CAPA) to investigate the issue further. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.